Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 2 of 2 medwatch reports for the same event. Also see: 3002806535-2014-00284.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2011. Revision procedure was performed on (B)(6) 2014 due to metallosis and protrusio defect. No further information has been received.